Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons unresponsive. Patient was reportedly swimming with the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: investigation found no damage or peeling to the keypad. The display screen was blank at power up with audible tones and vibrations. Investigators were unable to test any buttons due the blank display. The keypad was removed; no evidence of contamination was found on the key contacts. The pump cover was opened. Evidence of moisture corrosion was observed on the keypad connector and on the display board. Due moisture damage, investigators were unable to confirm or duplicate the complaint about the keypad.